Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation that prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the last five minutes of the procedure, the anchoring balloon burst with an audible "pop". There was no patient injury and they were able to complete the case. The patient's condition was reported as "fine".